Event description:
It was reported that pump displayed malfunction code malf 06 with associated fault ID, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if malfunction code appeared again; customer acknowledged and understood these instructions.